Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported a cgm glucose reading of 40 mg/dl while a fingerstick bg measured 100 mg/dl. During the event, the patient reported experiencing sweating and rapid heart rate and stated that she was unable to get her glucose readings to increase. Due to not feeling well, the patient presented to the hospital at approximately 1:30 am for evaluation. Upon arrival, a fingerstick bg performed by hospital staff measured 171 mg/dl while the cgm displayed 60 mg/dl. The patient reported receiving intravenous fluids and having glucose levels monitored during the hospital visit. The patient remained at the hospital until approximately 5:30 am and was subsequently discharged. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.